Manufacturer narrative:
.

Event description:
Procedure type: laparotomy repair of hiatus hernia, antireflux repair, colles gastroplasty. According to the reporter: the device fired and cut appropriately but only half of the staples deployed. The device was removed and the surgeon completed the procedure by suturing. There was bleeding from the gastric mucosa that was cut but not stapled, and estimated to be more than 250 ml. Surgery time was extended about one hour. The pt is currently in satisfactory condition.